Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. B42242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included abdominoplasty, appendectomy, breast prosthesis implantation, breast operation, caesarean section, cholecystectomy, colonoscopy, colposcopy, cryotherapy, uterine dilation and curettage, ectopic pregnancy, endometrial ablation, endometrial biopsy, loop electrosurgical excision procedure, laparoscopy, laparotomy, mastectomy, myomectomy, orthopedic procedure, ovarian cystectomy, thyroid operation and tonsillectomy. Concurrent conditions included overweight. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced bacterial infection ("infection (other) describe: bacteria infections"), 24 days after insertion of essure. On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), migraine ("vison eye problems - type: migraines") and headache ("headaches") and was found to have progesterone decreased ("hormonal changes describe: low progesterone levels"). On (B)(6) 2014, the patient experienced abdominal distension ("bloating"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("only found one coil, she believe the other coil came out in blood clots"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), weight fluctuation ("initial weight loss and then weight gain") and asthenia ("my energy level is so low") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone, progesterone and surgery (salpingectomy (one side removal of right fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, progesterone decreased, bacterial infection, anxiety, headache, nausea, vaginal discharge, weight increased, abdominal pain, mood swings, abdominal distension, weight fluctuation and asthenia outcome was unknown, the fatigue, depression and migraine had resolved and the bacterial vaginosis was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, asthenia, bacterial infection, bacterial vaginosis, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, progesterone decreased, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 166 lbs. Only found one coil, she believe the other coil came out in blood clots x-rays were then performed after the da vinci was unlocked and there was no evidence of retained coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pathology test - on (B)(6) 2018: final diagnosis: fallopian tube right fallopian tube fallopian tube, right, salpingectomy: benign hydatid cyst of morgagnite and silver metallic, essure coil. X-ray - on (B)(6) 2018: abdomen - impression: 2.8 cm linear density projecting in the pelvis, which may reflect the patients coil.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, fatigue. Batch no b42242, production date 2013-06-11, expiration date 2016-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. B42242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included abdominoplasty, appendectomy, breast prosthesis implantation, breast operation, caesarean section, cholecystectomy, colonoscopy, colposcopy, cryotherapy, uterine dilation and curettage, ectopic pregnancy, endometrial ablation, endometrial biopsy, loop electrosurgical excision procedure, laparoscopy, laparotomy, mastectomy, myomectomy, orthopedic procedure, ovarian cystectomy, thyroid operation and tonsillectomy. Concurrent conditions included overweight. Concomitant products included acetylsalicylic acid; caffeine; paracetamol (excedrin migraine). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced bacterial infection ("infection (other) describe: bacteria infections"), 24 days after insertion of essure. On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), migraine ("vison eye problems - type: migraines") and headache ("headaches") and was found to have progesterone decreased ("hormonal changes describe: low progesterone levels"). On (B)(6) 2014, the patient experienced abdominal distension ("bloating"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("only found one coil, she believe the other coil came out in blood clots"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), weight fluctuation ("initial weight loss and then weight gain") and asthenia ("my energy level is so low") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone, progesterone and surgery (salpingectomy (one side removal of right fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, progesterone decreased, bacterial infection, anxiety, headache, nausea, vaginal discharge, weight increased, abdominal pain, mood swings, abdominal distension, weight fluctuation and asthenia outcome was unknown, the fatigue, depression and migraine had resolved and the bacterial vaginosis was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, asthenia, bacterial infection, bacterial vaginosis, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, progesterone decreased, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Only found one coil, she believe the other coil came out in blood clots. X-rays were then performed after the da vinci was unlocked and there was no evidence of retained coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pathology test - on (B)(6) 2018: final diagnosis: fallopian tube. Right fallopian tube- fallopian tube, right, salpingectomy: benign hydatid cyst of morgagni and silver metallic, essure coil. X-ray - on (B)(6) 2018: abdomen - impression: 2.8 cm linear density projecting in the pelvis, which may reflect the patients coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, fatigue. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs & medical record received: lot no added. New events - abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: low progesterone levels, infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, infection (other) describe: bacteria infections, psychological or psychiatric problems condition: anxiety, depression, migraines / headaches, pain, nausea, salpingectomy (one side removal of fallopian tube), vaginal discharge, vision/eye problems type: migraines, weight gain, abdominal pain were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Severity of abdominal pain was updated to severe. Outcome of event bacterial vaginosis was updated to recovering/resolving and migraines, headaches, depression updated to recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.